Event description:
It was reported the device wouldn't capture, and it kept turning off while in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found, and no investigation results indicated a capture issue. The visual anomalies pertaining to the battery contacts being compressed and the battery release, battery drawer, and battery flex being contaminated may cause intermittent power issues. Two side bail covers and the upper and lower case were broken, and the ring cover and ring were also missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.